Manufacturer narrative:
(B)(4). Air in the patient line, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line during the initial drain of peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the hp was connected. The technical service representative (tsr) advised the registered nurse (rn) to end the patient¿s therapy as the supplies were compromised. The patient was to restart therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.